Manufacturer narrative:
The pump s/n: (B)(4) was not returned by the customer for evaluation. No further testing could be performed. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device over feeds.